Event description:
It was reported that during preventive maintenance (pm), the getinge field service engineer(fse) discovered that the cs300 intra-aortic balloon pump (iabp) had had a blood back. There was no patient involvement when it was discovered.

Manufacturer narrative:
The getinge field service engineer(fse) that encountered the issue repaired the unit by replacing d997-00-0986-01 assy crm, d104-00-0026 purge valve assembly, d104-00-0023 fill manifold assy, d103-00-0398-01 pneu cmpnt m luer 1/16tb, d202-00-0127 reservoir assembly, d103-00-0642 10-32x1/16 hose barb 5/16 hex 1, d103-00-0365 manual fill valve. Completed pm with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Event description:
It was reported that during preventive maintenance (pm), the getinge service territory manager (stm) discovered that the cs100 intra-aortic balloon pump (iabp) had had a blood back. There was no patient involvement when it was discovered.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).